Event description:
Consumer stated that the legs of the rollator allegedly buckled and he was allegedly thrown back while sitting on the rollator without the brakes being engaged. Injury is alleged.

Event description:
Consumer stated that the legs of the rollator allegedly buckled and he was allegedly thrown back while sitting on the rollator without the brakes being engaged. Injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model pro basics 1037, (B)(4) is approximately 2 years old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumer is diabetic and his stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he uses the unit all the time as he cannot walk distances. This is a replacement unit as the dealer had picked up his original rollator. The consumer stated that he did not engage the brakes and sat on the unit in the hospital emergency room, he was there for a preexisting condition. He sat on it for some time and he stated that all of a sudden he was thrown back and the legs on the unit allegedly buckled. He stated that he was not properly trained or told to engage the brakes prior to sitting on the unit. Invacare informed him verbally that going forward he needs to engage the brakes prior to sitting on the unit. He also confirmed that he did not receive an instruction sheet with the unit either. He did confirm that there was a tag on the unit with some instructions when he received the rollator. The dealer stated that he has an internal incident report and the sign off sheet that the consumer received the instructions and was properly trained on how to use the unit. Invacare rollators come with the warning, "the brakes must be in the locked position before using the seat." The consumer received treatment on premises in the emergency room. They took x-rays, but the consumer did not have any broken bones. The consumer did have contusions on his back and neck and his arm was swollen. The consumer stated that he was in some pain.

Manufacturer narrative:
Initial (B)(4) issued mfg. Report #12572-2012-00299. The device, model #1037, serial # (B)(4) was returned for an evaluation. Product was approximately 15 months old at the time of the incident with no previous complaints. Maintenance history is unknown. The front leg extensions were bent backwards towards the rear of the rollator. This type of damage is not typical under normal use conditions. Consumer stated that he had not engaged the brakes while seated. Failure to use the brakes while seated or attempting to sit could cause the rollator to shift or move away from the user and result in user instability and improper loading. The remaining damage to the rollator was likely the result of the actual fall. The brakes were checked and they did not work correctly. Since the consumer stated that he had not engaged the brakes, it is unknown if they were setup incorrectly or whether or not they were damaged during the fall. Incident was due to user error. (B)(4) has been initiated for this issue. Model pro basics 1037, serial number/date code (B)(4) is approximately 2 years old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumer is diabetic and his stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he uses the unit all the time as he cannot walk distances. This is a replacement unit as the dealer had picked up his original rollator. The consumer stated that he did not engage the brakes and sat on the unit in the hospital emergency room, he was there for a preexisting condition. He sat on it for some time and he stated that all of a sudden he was thrown back and the legs on the unit allegedly buckled. He stated that he was not properly trained or told to engage the brakes prior to sitting on the unit. Invacare informed him verbally that going forward he needs to engage the brakes prior to sitting on the unit. He also confirmed that he did not receive an instruction sheet with the unit either. He did confirm that there was a tag on the unit with some instructions when he received the rollator. The dealer stated that he has an internal incident report and the sign off sheet that the consumer received the instructions and was properly trained on how to use the unit. Invacare rollators come with the warning, "the brakes must be in the locked position before using the seat.'' The consumer received treatment on premises in the emergency room. They took x-rays, but the consumer did not have any broken bones. The consumer did have contusions on his back and neck and his arm was swollen. The consumer stated that he was in some pain.